Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose (400-600 mg/dl) as she was not getting insulin due to bent cannulas which she experienced upon removal, nearly with every infusion set for the past months. Therefore, the patient tried to treat high blood glucose level with fluids via intravenous route, but on (B)(6) 2019, the patient went to emergency room with blood glucose level in the range 400-500 mg/dl and diabetic ketoacidosis. Moreover, the health care professional assessed the ketone level as dangerous/life threatening. While in the emergency room, she received fluids via intravenous route. After spending 2.5 to 3 hours in the emergency room, she was admitted to the intensive care unit due to high blood glucose level (in 200s mg/dl). Patient's highest blood glucose level was in 600s mg/dl. The infusion had been in use for less than one day and there was no damage when the package was first opened. During hospitalization, she received fluids via intravenous route as corrective treatment which resolved the issue. Further, on (B)(6) 2019, the patient was released from the hospital and was able to replace infusion sets and resume insulin after each issue. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.